Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this right ventricular (rv) lead was tested with a pacing system analyzer (psa) at the revision procedure and continued to exhibit loss of capture. The lead header connections were also checked and were secure. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at high outputs. During a system upgrade, the rv lead was abandoned surgically. A new lead was implanted. No additional adverse patient effects were reported.